Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf-290 series chapter 3 preparation and inspection. Gif/cf/pcf-290 series chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution, the device was immersed in detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. The evaluation found that there was a foreign object in the nozzle. Additional findings included: due to damage on up/down knob, water tightness was lost, due to damage, switch four did not work, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, the adhesive on bending section cover had a chip, due to a scratch on sw1, water tightness is lost, the light guide bundle was slipping down, there was corrosion on the up/down knob and air/water cylinder, there was discoloration on the light guide lens, objective lens, and control unit, the connecting tube had a dent, the connecting tube coating has peeling, due to a scratch on objective lens, flare occurred, the paint on the suction cylinder was peeled, due to dirt on objective lens, the image had a partially dark area, and the switch box, the up/down knob, the forceps elevator lever, the free/engage knob, the plastic distal end cover, the universal cord, the scope connector cover, the suction connector, the grip, and control unit, all had a scratch. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an air/water leak on the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.